Event description:
The distributor reported that the pump buttons have not activated desired pump functions. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation confirmed that the buttons intermittently activated desired pump functions when pressed. Multiple buttons requiring increasing force were required before the buttons engaged. The buttons did not spring back or click normally. Contamination was found under the keypad button contacts. The bolus button did not activate any pump functions when pressed. The bolus button plug was found misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.